Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient was "asked to stay in bed and took caffeine." The patient reportedly "recovered within 24-48 hours" and was "implanted following that test."

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
During the implant procedure two leads were put in place. There was presence of little drops of blood when the physician punctured to put the lead in place. Impedance measurements of one lead was high, >10000 with electrodes 5-7. The physician switched the leads in the channels of the snap lid to make sure it was not the connector that was malfunctioning; same problem occurred on the same lead. The lead impedance of the other lead was okay. The physician asked for a new lead. When putting in the new lead, the physician punctured and had cerebral spinal fluid (csf) return; decided to go one level higher to puncture again. The lead was put in place and impedances were okay. After surgery the patient had a headache and was vomiting. Two hours later the patient was sleeping. Impedances were good with the new lead and the product issue was resolved. Stimulation was not started because of the patient's health condition after surgery. The discarded lead will be returned to the device manufacturer. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.